Manufacturer narrative:
Calibration and controls recovered within specifications. Upon review of the alarm trace, several abnormal aspiration alarms, sample short alarms, and abnormal cell blank alarms were observed. These alarms may indicate that pre-analytic sample handling was not properly performed. Precision studies performed were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 0.64 mg/dl. The sample was repeated on a second analyzer on (B)(6) 2021, resulting in a value of 9.30 mg/dl. The sample was repeated on the complained analyzer on (B)(6) 2021, resulting in a value of 9.66 mg/dl. The creatinine reagent lot number was 51904401, with an expiration date of 31-aug-2022.